Event description:
It was reported that the customer had a leaky reservoir. The customer stated that the reservoir leaked inside the insulin pump and that it looked like the leak was coming from the o-ring, although he was unable to tell if it was from the first or second o-ring. The customer also stated that there were air bubbles between the two o-rings. Furthermore, the customer stated that 20 units had leaked inside the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.